Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular event and subsequently expired on an unk date after the use of the produce.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR # 1225714-2013-01400.

Manufacturer narrative:
This is one of two device report related to this event. Associated manufacturer report numbers are 1225714-2013-01399 and 1225714-2013-01400. Additional information ahs been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced a cardiac event that was sudden in nature.

Manufacturer narrative:
Medical records were received for a total of 221 pages and reviewed by the post market clinical staff. We did not receive autopsy reports, death certificate, and medical records near the time of alleged expiration. Closest bicarbonate level was 33 on (B)(6) 2011. Esrd death notification noted the primary cause was congestive heart failure and no secondary cause. The patient expired at home prior to coming to dialysis on (B)(6) 2011 and last treatment date in the records was on (B)(6) 2011. The patient had been complaining of increased shortness of breath during the doctor visit on (B)(6) 2011 and on (B)(6) 2011, clinic noted that the paint had crackling breath sounds. Congestive heart failure is also noted as part of patient's medical history in his records. A letter to the attorney to request additional information has been sent. The device was not returned to the manufacturer fro physical evaluation and product identifiers for the concentrates were not received. A historical record review of the production lots identified through the treatment record review has been requested, however, has not been completed. Complaint cannot be confirmed based on current information. A supplemental report will be submitted upon completion of the investigation.

Event description:
The following is based on the medical records provided by the patient's attorney. It was indicated the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2011 after the use of the product. On (B)(6) 2011 - last hemodialysis treatment information available - pretest done, ph7, machine temp 36.5, dfr ai.s, bfr 450, pre bp 148/66 post 158/69, temp 98 then 97.9 after, pulse 96r pre and 79 r post, respiration 16 then 14 after. There is regular pulse sitting normal rate, breath sounds rales/crackling. Patient behavior is calm, content, pleasant and wheelchair user. On (B)(6) 2011 - patient complained of increased shortness of breath to md during md visit. Esrd death notification noted the primary cause was congestive heart failure and no secondary cause.

Manufacturer narrative:
Three month time frame ((B)(4) 2011) shipment received, formulas, and lot numbers were searched. Record review was performed on all 4 lots identified since there is no clear indication as to what lots could have been potentially used during treatment. Complaint can not be confirmed based on current information. The dry concentrate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product meets thos requirements.